Manufacturer narrative:
Subject: qv otc customer asked about child swabbing nose with used swab dipped in reagent-- tss reviewed hazardous ingredients; directed the customer to flush area per pi investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Qv otc customer asked about child swabbing nose with used swab dipped in reagent-- tss reviewed hazardous ingredients; directed the customer to flush area per pi.